Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported a patient presented with blurry vision in both eyes approximately one month post lasik. The patient was noted have epithelial basement membrane dystrophy (ebmd). It was noted that the patient's cornea was clear before lasik. Additional information provided states that the patients symptoms are improving. The patient is using preservative free topical tear drops and topical sodium chloride hypertonicity ophthalmic ointment in both eyes. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the date of the treatment. The preventive maintenance was performed regularly. A log file review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).